Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customer issue was confirmed and upon further investigation found both the downstream occlusion (dso) and upstream occlusion (uso) seals were lifting. The dso seals were replaced and calibrated. The device then passed all testing criteria.

Event description:
The customer returned the product for pump casing was stained, and the door was broken, during device evaluation, it was found that the downstream occlusion (dso) and upstream occlusion (uso) seals were lifting. There was no patient involvement.